Event description:
Per complaint (B)(4), during the implant placement procedure, the implant broke when torquing. The implant was removed and the procedure was not able to be completed within the same visit. However, the complaintant indicated that there was no adverse patient impact associated with this event.